Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "when the product is opened, the mask does not inflate". Report indicates the alleged defect was noted prior to use on a patient during inspection/functional testing. No patient impact or consequence was reported. It was reported there was no patient involvement.

Manufacturer narrative:
(B)(4). One (1) 1282 air cushion mask w/valve, large adult mask was received for investigation. During the visual inspection there was no damage, abuse/misuse detected on the mask. The mask was completely submerged into a bath of water. The air from the syringe was forced into the cushion of the mask. Immediately heavy leakage from an opening (slit) in the cushion was detected. The slit is located approximately 180 degrees from the mask apex, adjacent to the valve. The slit measures approximately 1/4 of an inch long and runs perpendicular to the air cushion seam. It cannot be determined if the slit is due to a manufacturing process or the cushion mask was subjected to or exposed to a sharp object and was cut. The complaint has been confirmed, but the root cause cannot be established. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges "when the product is opened, the mask does not inflate". Report indicates the alleged defect was noted prior to use on a patient during inspection/functional testing. No patient impact or consequence was reported. It was reported there was no patient involvement.